Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited high thresholds and oversensing. The lead was found to be dislodged. The lead was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.